Manufacturer narrative:
(B)(4).batch # t5az6j. Device evaluation summary: the analysis results found that the cdh31p device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. Further analysis shows that the trocar was verified to be sliding in while anvil is attached. This however is a known condition with 31mm device. The sliding can be prevented if rotation knob is held in place while assembling the anvil. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; the anvil could be attached while holding the rotation knob . It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Also, the shroud pin was found to be broken and trapped between the knob and the frame which caused the adjusting knob issues. No conclusion could be reached on what caused the damage handle / shroud during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # t5az6j   a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: what is the product code for the device used? Cdh31p, lot number: t92w9k what was done to repair the damaged tissue from repositioning the spike? None, donut removed damaged tissue. Were there any patient consequences? None. It was reported via clinical trial patient - during a left sided colon resection procedure; there was a technical issue with the stapler. Experience tissue damage and a device failure loose spike/knob during coupling.

Event description:
It was reported that during a proctectomy our surgeon had difficulty with connecting the anvil to the stapler. The spike and knob were described as being loose during coupling. The issue was the stapler spike would drift back into the device. Remediation: four attempts to turn the knob to the completely open position, reintroduce the spike to proctectomy, and perform anastomosis. Intraoperative complication: visual tissue damage to the rectum due to need to reposition spike. Donuts appeared intact and complete with no leak from the intra-operative lest test.